Event description:
The cause of death was pneumonia, and mitochondrial disorder was listed as a significant contributing condition. The patient died in the hospital, and no autopsy was performed.

Event description:
It was reported that a patient passed away due to an unknown reason. Programming history was available 2 months prior to the death, and there was no indication of a device malfunction. Attempts for further information were unsuccessful to date.